Event description:
On august 10, 2006, the lay patient contacted lifescan (lfs) alleging that the one touch ultra meter was reading inaccuratley high with control solution and with blood. The medical affairs specialist (mas) sent a letter to the patient because no contact phone number was provided. The mas listened to the recorded call to lfs to obtain/verify information. The patient is a child who uses an insulin pump. The patient said, she had "just received and started testing with" the reported meter. One week ago, while at the beach, the patient felt her usual symptoms of hypoglycemia; she was shaking, dizzy, and felt like she would pass out. She tested with the reported meter and obtained a result of 255 mg/dl, which did not correlate with her symptoms. She immediately tested with her other, non-lfs, meter and obtained a result of 55 mg/dl, which correlated with her symptoms. She treated herself by eating a "ton of stuff". She also mentioned obtaining a high result of 537 mg/dl; the specific date and time of the reading was not provided. It was also not clear, from the information provided, whether the 537 mg/dl result was obtained on the lfs meter or another device. The patient said she took a bolus insulin via her insulin pump of 5 or 6 units based on the 537 mg/dl results. The patient also reported that she conducted a control solution test on the lfs meter in 2006; the result of 212 mg/dl fell outside of the specified control solution range (106-141 md/dl.). The customer care advocate (cca) confirmed that the test strips were not expired, were in good condition, and had been stored correctly. The code on the meter matched the test strip code. The control solution was not expired. The patient used correct testing technique. The meter, test strips, and control solution were replaced. The complaint is reported because the lfs product read inaccurately high with control solution. The lfs meter also read inaccurately high with a blood test compared to another meter reading and to the patient's usual symptoms of hypoglycemia. The patient experienced symptoms that suggested hypoglycemia and trated herself with food.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.